Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an alternate patient (unknown patient) who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for an unknown indication for use. It was reported that a magnetic resonance imaging (MRI) technician mentioned to the reporter that they have had a patient, with an implanted pump from the manufacturer, that had received an MRI in their facility and when the pump restarted the patient had received too much medication. No interventions were indicated. At the time of the report, no specific details from the MRI technician were asked. The reported symptoms were overdose. It was unknown to the reporter if the patient had experienced a gradual or sudden change in therapy/symptoms. The reporter did not have this information. The date of the event was unknown. The patient¿s current status was unknown; the reporter did not ask the MRI technician for any details. It was indicated that the reporter stated they did not ask or receive any details from MRI tech about drug information for event. The contact information of the MRI technician was provided. No further patient complications had been reported as a result of this event.